Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under chest, on back, and legs that are itchy is painful pimples, red with small openings which has since closed from water pills recently prescribed. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed tyasamin and alvera cream for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.